Manufacturer narrative:
The prior history of dl infection was previously reported under MFR # 2916596-2019-00427. Approximate age of device ¿ 1 year, 7 months. Manufacturers investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019 the patient was seen in clinic for increased drainage from the driveline site. Wound cultures were (B)(6) for (B)(6). This patient has a prior history of driveline infection. They were started on IV antibiotics, and would require chronic suppressive antibiotic.